Manufacturer narrative:
The device was received for evaluation. During functional testing, an on/off key inoperable was reproduced as the #1 and #4 keys also were not functioning. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a keypad flex cable not able to connect properly. The keypad flex requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the #1 and #4 keys and the on/off button were not functioning. No additional information is available.